Event description:
Discordant total human chorionic gonadotropin (thcg) results were obtained on one patient sample upon initial and repeat testing on an advia centaur cp instrument. A new sample was drawn from the patient, resulting higher than results on the original sample. The discordant thcg results were reported to the physician(s). The physician(s) questioned the falsely, elevated thcg result from the new sample. The new sample was repeated on the same instrument, resulting as expected. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant thcg results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and replaced the wash blocks, the peritubing, the aspirate probe tubing, and the sample diluter. The cse inspected and cleaned the luminometer and residue surrounding the waste probe port. The cse also found that there was liquid under the plexiglass. Upon follow-up troubleshooting, the cse replaced the grey aspirate peripump and the probe rinse around the waste pump. The cse checked all the fittings and calibrated the sample and the reagent probe positions. The cse ran quality controls and performed precision testing, which were acceptable. The cause of the discordant thcg results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.